Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a closed sample and an open sample (contaminated) with the thread broken (thread has been used and the knots are present) without needle and without pouch. Further analysis to this thread cannot be done. Tightness test to the closed sample received has been performed and the unit is tight. Knot pull tensile strength result conducted on the closed sample received is 4.87 kgf in average and in minimum and fulfil the requirements of the european pharmacopoeia (ep): 3.97 kgf in average and 1.89 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because only received an open used sample with the thread broken and (contaminated) and the closed sample received comply usp/ep and b. Braun surgical requirements regarding knot pull tensile strength. Final conclusion: although the results of the closed sample received fulfills the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that monoplus ruptured immediately after insertion when the patient coughed, but was held in place by an additional premicron. The suture has often broken. Monoplus 2/0, on the other hand, did not. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.